Manufacturer narrative:
Therefore, because this event resulted in permanent damage to a body structure or permanent impairment of a body function, it is reportable per 21 cfr part 803. Multiple unsuccessful attempts were made to obtain the device for evaluation.

Event description:
In this event it was reported that a pathfile broke during use. First information given was that the broken part has been retrieved. New information received on january, 24th mentioned that the broken part could not be retrieved and that he mesial root was extracted.